Event description:
A remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation as noted. The service technician observed that error codes e073 (err_sensor_press_offset_stop), e061 (err_pll_unlocked), and e019 (evt_power_up_system_init) were present. Additionally, the device had dust and fluids contamination. The device was scrapped by the third-party service center after the evaluation was completed. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.